Manufacturer narrative:
(B)(4). Concomitant product(s): a 00504904501, 3 dose compact vac mixing syst, 63393529. A 431190, hip mold stem w/reinf 9x125, 396730. A 431183, s1s hip head cement mold 56mm, 184490. A 110030166, cartridge thread adapter, 848980. A 650-1068, cer option type 1 tpr sleve +6, 646880. A 650-1057, cer bioloxd option hd 36mm, 366830.a 00630505036, liner standard 3.5 mm offset 36 mm, 63382472. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received a revision procedure two weeks after implantation due to cup migration. Due to the macc and bone loss, the acetabular component moved. The surgeon placed an antibiotic spacer. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.